Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness 3 times a day. The customer was wearing the insulin pump during the incident. The customer reported a loose drive support cap and that they were getting motor error alarms for the past 2 years when they change the reservoir. The customer stated the pump was not recognizing the sensor. Troubleshooting was not completed as the customer declined. The customer also reported another low event of 25 mg/dl on (B)(6) 2019. The customer mentioned they went to the hospital 2 to 3 times and got emergency medical assistance at home 5 to 6 times for lows. The insulin pump will not be returned for analysis.